Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there is a repair request for skin graft mesher, as event occurred when removing the inner cog comb, one end got caught on fine runs and bent. Instead of lifting the comb straight up only one end was lifted, which caused the other end to catch and subsequently catch and bend. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. The root cause of the reported issue is attributed to the user. The event is confirmed.